Manufacturer narrative:
It was a reported that a patient underwent vt (ventricular tachycardia) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced pericardial effusion that required pericardiocentesis. It was reported by the caller that during an vt case, the physician noticed a blood pressure drop to 80, heart rate remained stable; the physician scanned the patient with intracardiac echocardiography (ice) and saw a small amount of fluid; the blood pressure corrected on its own back to 1-tins, the physician continued to monitor the patient, he saw that it was growing around right ventricle (rv) slightly, and there was no tamponade; at that point, he decided to remove the catheters; the physician monitored the effusion for a period of time, and it was not growing rapidly, however, he decided to do a pericardiocentesis. According to the caller patient is in stable condition and the patient remained stable the entire time. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal action were identified. No malfunction was observed during the product analysis. The physician¿s opinion on the cause of this adverse event was the procedure and patient condition. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 26-jul-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Event description:
It was a reported that a patient underwent vt (ventricular tachycardia) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced pericardial effusion that required pericardiocentesis. It was reported by the caller that during an vt case, the physician noticed a blood pressure drop to 80, heart rate remained stable; the physician scanned the patient with intracardiac echocardiography (ice) and saw a small amount of fluid; the blood pressure corrected on its own back to 1-tins, the physician continued to monitor the patient, he saw that it was growing around right ventricle (rv) slightly, and there was no tamponade; at that point, he decided to remove the catheters; the physician monitored the effusion for a period of time, and it was not growing rapidly, however, he decided to do a pericardiocentesis. According to the caller patient is in stable condition and the patient remained stable the entire time. The physician¿s opinion on the cause of this adverse event is that it is procedure and patient condition related. The event occurred during use of bwi products.